Event description:
It was reported that the scale is not functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation it was identified that the scale had no power function. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported that the scale is not functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.